Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The patient was experiencing blood glucose results of 20 mmol/l. The parents of the patient treated him with insulin via injection pen because he is young. The paramedics were called and the patient was taken to the hospital. Upon arrival at the hospital, the patient's blood glucose level was "hi" mmol/l. The patient was treated at the hospital with an insulin injection. The patient was hospitalized for a "few" hours. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. The parents of the patient treated him with insulin via injection pen because he is young. No adverse event was reported. The infusion device was requested to be returned for product evaluation.